Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple battery out of limit alarms and that his insulin pump had a blank display. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. A new battery was inserted into the insulin pump. The insulin pump's display returned. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.